Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm, was non responsive to a new battery, was getting random no delivery alarms, had diminished battery life, and the back light was not working consistently. The customer stated the pump also had physical damage to the screen and battery cap area. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.